Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a display failure. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The battery compartment was observed to be cracked. The display screen was also observed to be faded with discolored text. The pump case was opened and no defects were found. (B)(6).